Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Relion otc email (B)(4) dated 07/11/2024 at 06:34pm. Consumer reported to this walmart pharmacist - stated every few syringes of the relion insulin syringes have a clear liquid that comes out of the needle. This is an on going issue before use. Using on dog. Able to call this pet owner but not with product for more product information. Lot # 335210. Catalog# unknown at this time. Date of event unknown. Sample status discard -used all items from this box. She would like to speak again tuesday of next week. Dc.